Event description:
The customer reported that on (B)(6) 2012, she felt ill all day and was vomiting. Her blood glucose/insulin history for the day was as follows. At 9:31 pm, she deactivated the device and when she went to remove it, she noticed the cannula appeared bent. The device was discarded prior to calling.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to confirm the bent cannula or to determine if it contributed to the reported hyperglycemia. No product lot number was reported, therefore no qualification record review was possible. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."